Event description:
During a coil embolization procedure using a balloon, the fifth coil orbit mini complex fill 3x6 coil was entered it to the aneurysm, but during change of position, while pulling back, the coiled stretched. The entire coil was pulled out. A 6french fargo guiding catheter, sl-10 microcatheter, and 4 orbit coils: 8x15, 6x15, 5x10, 4x7 were used during the procedure. The procedure was stopped, and complete filling of the aneurysm was not completed. The case was delayed 20 minutes. The product was stored per labeling instructions. After the procedure, the patient was stable.

Manufacturer narrative:
Concomitant medical products: guiding catheter, microcatheter and coils. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an anterior communication artery aneurysm coil embolization procedure using a balloon, the fifth coil orbit mini complex fill 3x6 coil was inserted into the aneurysm but during change of position, while pulling back, the coiled stretched. The entire coil was pulled out. The case was delayed 20 minutes and therefore the procedure was stopped. It was reported that there was not complete filling of the aneurysm. After the procedure the patient was in stable condition. A 6f fargo guiding catheter, sl-10 microcatheter, and four orbit coils including 8x15, 6x16, 5x10, and 4x7 were used in the procedure. In response to follow-up investigation regarding procedural factors and the event, it was reported that no further information is available. A non-sterile trufill orbit dcs was received in a tangled condition with one non-cordis guiding catheter inside of plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was zipped without damage. The support coil, gripper and the embolic coil were outside of introducer. The support coil and gripper were inspected and no damages were found on them. The embolic coil was still attached to the gripper and it was found stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report of the stretched coil was confirmed. Although based on the limited available procedural information no conclusion can be made, it is possible that procedural/clinical factors including aneurysm characteristics, interaction with the balloon used in the procedure, and device manipulation may have contributed to the stretching of the coil. No root cause conclusion can be made based on the analysis of the returned device; however, neither the analysis nor the device history record review suggests that the damages noted on the returned device are related to the manufacturing process. Additionally, inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received in tangled condition with one non-cordis guiding catheter inside of plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was zipped without damage. The support coil, gripper and the embolic coil were outside of introducer. The support coil and gripper were inspected and no damages were found on them. The embolic coil was still attached to the gripper and it was found stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil -unraveled/stretched" was confirmed. The cause of the kinks on hypotube and also the stretched embolic coil could not be conclusive determinate; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages leaving from the facility. However the cause is inconclusively and undetermined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.